Manufacturer narrative:
Our experts performed a visual inspection and a functional control of the returned device. Visual inspection did not reveal any anomaly, the catheter was clean. The opening of the dongle showed that the micro-cable is broken. Unusual manipulation of the pressure micro-cable with the temperature micro-cable, possibly associated with excessive elongation, may have caused the micro-cable to break. As a result, the returned catheter does not conform to our specifications, a break in the micro-cable is the cause of the error found.

Event description:
Monitor showed error code. Nurse described the patient as having failed prior the error.